Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 21 mg/dl and 124 mg/dl within 10 minutes. Reported separate comparison of compact plus system blood glucose results of 35 mg/dl and 118 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.